Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI: (B)(4). Medical products: articular surface with segmental hinge post; p/n: unk, l/n: unk, distal femoral xt; p/n: 00585004201, l/n: 63183376, fluted stem extension; p/n: 00585205011, l/n: 63929453, kne-segmental-stems-unk; p/n: unk, l/n: unk. Report source: foreign: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05444, 0001822565 - 2019 - 05447, 0001822565 - 2019 - 05448.

Event description:
It was reported that patient was revised due to instability. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint samples were evaluated and the reported event was confirmed. Visual inspection of the returned femoral component, tibial tray component, and the articular surface all exhibit signs of being implanted, plus they were also returned assembled to each other. The anteversion tabs in the femoral component were fractured upon receiving. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.